Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating some of the picix hosts were operating in local mode and upon checking the primary server, the services were running; however, the systems were not connected. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that the root cause of the disconnection was related to the snapshot process of vmware. The customer was advised to remove the snapshot process, and the system is currently under observation to monitor the effectiveness of this action. The device remains in use at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.